Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the touch screen has some scratches on it and the customer was not able to operate the screen, the screen is not responding. No patient involvement.